Event description:
It was reported that, "pt wants to know if his hip was part of the recall because he needs to go for a hip revision and he would like stryker to pay for the charges for the revision. Pt believes that he needs a revision not because it's the surgeon's fault but because he believes the hip he has was part of the recall and it was defected. Pt's wife said even though stryker might say it was not part of the recall, she strongly believes it is defected and its stryker's fault."

Manufacturer narrative:
If add'l info becomes available then it will be submitted in a supplemental report.